Manufacturer narrative:
Attachment article titled "guidewire traction retrieval of a dislodged classic crown during coronary orbital atherectomy" b3- the estimated event date is 04/10/2026. The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported material separation - driveshaft appears to be related to operational context. In this case, it is possible that the material separation - driveshaft is due to device placement or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a diamondback 360 coronary orbital atherectomy was used to treat a 90% proximal right coronary artery stenosis with concentric, heavy calcification. Treatment was performed on low-speed. During the procedure, the driveshaft became fractured. Attempts were made to retrieve the fractured component with a buddy wire, snare, and guide extension catheter, however, the attempts were unsuccessful. The driveshaft was removed by pulling on the viperwire advance coronary guide wire into the guide catheter. Stent placement was performed to complete the procedure. The patient was stable. There was no clinically significant delay in the procedure or patient adverse effects. No additional information is available.